Event description:
During the returned instrument test/evaluation, the homechoice failed the earth leakage performance specification. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The cause was a failed alternating current component. If additional relevant information is received, a supplemental report will be submitted.